Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown plate/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 surgeon will be removing an unknown plate from a clavicle for an unknown reason. No adverse events or complaints have been communicated. Other medical intervention required was unknown. There was a patient involvement. This complaint involves one(1) device unk - plates: trauma. This is report 1 of 1 for complaint (B)(4).